Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue was resolved after replacing the inclosure charger, replacing the handswitch, replacing the power cable, and invalidating home. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The battery enclosure charger, battery tray 2, and battery tray 4 were returned to the manufacturer for analysis. Analysis found that both battery trays were fully functional and passed visual inspection, bench testing, range testing, and fuse testing. The enclosure confirmed excessive fiber and dust in the assembly and matted on the fans during visual inspection. The charger enclosure was cleaned and installed in a test system. Dash software showed all nodes were not functional. No output on charger card 9. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. Awaiting customer authorization. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the battery status on the image acquisition system (ias) had the first battery showing as red. Log files were giving a charger module defective and one or more battery faulty message. No patient present.